Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2014. Device evaluation: the device has not been returned; a retained sample from the same cartridge lot was pulled and evaluated by product analysis on 06/30/2014 with the following findings:a cartridge fill test was completed with no air bubbles formed. A cartridge leak test was performed with noted leaks from anywhere on the cartridge. A cartridge force test was performed and confirmed that the required forces were within specifications. No defects were found related to the loss of prime complaint.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging a blood glucose of 2.6 mmol/l with dizziness related to multiple loss of prime warnings on the pump. The reporter indicated that the pump emitted many loss of prime warnings requiring repriming of the pump occurring on a single cartridge. During the review of the pump it was found that the patient had primed 19.2 units total between (B)(6) 2014 and the patient indicated that the pump was not disconnected during the prime. This report is made based on the allegation that the patient experienced hypoglycemia related to incorrectly priming while attached for multiple loss of prime warnings.